Event description:
The account stated that the architect c8000 analyzer has generated elevated magnesium results on two patient samples. For patient #2, the initial result was >9.5 mg/dl. The sample was tested on a 1:4 dilution and the result was < 2.8 mg/dl. The sample was retested on another architect analyzer and the result was 1.9 mg/dl. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.